Event description:
It was reported that two xia 3 rods broke post-operatively. Revision surgery has occurred where the rods have been replaced. This report will capture the first of two rods.

Event description:
It was reported that two xia 3 rods broke post-operatively. Revision surgery has occurred where the rods have been replaced. This report will capture the first of two rods.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no adverse trends were identified. Device stg was reviewed: "the surgeon must warn the patient of the surgical risks and make aware of possible adverse effects. The surgeon must warn the patient that the devices cannot and do not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implants can break or become damaged as a result of strenuous activity or trauma, and that the devices may need to be replaced in the future. Adverse effects: ¿ while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. ¿ bending, disassembly or fracture of any or all implant components. ¿ fatigue fracture of spinal fixation devices, including screws and rods, has occurred." No additional information regarding the products, procedure, or timeline of events was received. No x-rays were provided. According to the doctor, the patient's scoliosis worsened and this caused the rods to break. The most likely cause of the reported event was determined to be due to the progression of scoliosis, as reported by the medical professional over seeing the patient. H3 other text : status and location of the device is unknown.